Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose. Blood glucose reading was 437 mg/dl at the time of incident. Customer was treated with insulin pen. Customer did not allege insulin pump was under delivering. Customer was no longer troubleshooting for high blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The pump will not be returned for analysis.